Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips did not open. The grip ring screw was stripped. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. Additionally, the jaw cover was found to have tearing. Tears measure from 0.024" to 0.153" in length. There are no signs of thermal damage present at the end of any tears. No material was found missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the synchroseal instrument was functioning well, but in one instrument change the instrument could not open the jaws, neither outside, neither with the external mechanism grey to open it. The procedure was completed with a backup instrument of the same kind, there was no report of patient harm, adverse outcome or injury and with no delays. No fragment fell into the patient. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The surgeon was working on stomach fat dissection. The instrument was broken, but the jaws were not closed on tissue. No release key/mechanism or another instrument was used to open the jaws. The jaw could not be opened or closed. Instead, the broken instrument was replaced with another synchroseal instrument.